Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a(B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("hemorrhagic cysts"), pelvic pain ("constant pain") and abdominal pain ("cramps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, haemorrhagic cyst, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, haemorrhagic cyst, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, haemorrhagic cyst, menorrhagia and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("hemorrhagic cysts (ovariean)"), pelvic pain ("constant pain"), abdominal pain ("cramps"), abdominal distension ("woke up like 10 months pregnant"), dry skin ("excessive dryness"), mood altered ("mood changes"), complication of device insertion ("they couldn't get the one side in so they tied and cauterized that tube") and polycystic ovaries ("cysts happened in both sides"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, haemorrhagic ovarian cyst, pelvic pain, abdominal pain, abdominal distension, dry skin and mood altered had resolved and the complication of device insertion and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device insertion, dry skin, haemorrhagic ovarian cyst, menorrhagia, mood altered, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, haemorrhagic cyst, menorrhagia and pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("hemorrhagic cysts (ovarian)"), pelvic pain ("constant pain"), abdominal pain ("cramps"), abdominal distension ("woke up like 10 months pregnant"), dry skin ("excessive dryness"), mood altered ("mood changes"), complication of device insertion ("they couldn't get the one side in so they tied and cauterized that tube") and polycystic ovaries ("cysts happened in both sides"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, haemorrhagic ovarian cyst, pelvic pain, abdominal pain, abdominal distension, dry skin and mood altered had resolved and the complication of device insertion and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device insertion, dry skin, haemorrhagic ovarian cyst, menorrhagia, mood altered, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, haemorrhagic cyst, menorrhagia and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events 'woke up like 10 months pregnant', 'excessive dryness', 'mood changes', 'cysts happened in both sides' and 'they couldn't get the one side in so they tied and cauterized that tube' were added. Medical history updated. Upon internal review, 'haemorrhagic cyst' was re-coded to 'haemorrhagic ovarian cyst'. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.